Event description:
It was reported that the patient heard the device beeping. Interrogation had a red impedance warning for a high shock impedance. The high shock impedances were confirmed. An x-ray displayed a kink in the lead body. Technical services advised the system may not be able to deliver therapy now. The device remains implanted. There were no adverse patient effects.